Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative with an implantable drug infusion pump indicated for spin al pain. The pump contained dilaudid [¿15 mg¿] at a dose of ¿3.2 mg¿, bupivacaine [¿15 mg¿] at a dose of ¿15 mg¿, and clonidine [¿185 mcg¿] at a dose of ¿39 mcg¿. It was reported the patient had a lack of therapy for the last year. The patient was scheduled for a catheter revision after being unable to aspirate the catheter during an office dye study. During the catheter revision, the physician was unable to aspirate the catheter from either the catheter access port (cap) or catheter. The physician accessed the spinal segment and cut the catheter, but did not receive cerebrospinal fluid (csf) backflow. The physician elected to replace the catheter. The issue was resolved at the time of the report. There were no reported environmental/external/patient factors that might have led or contributed to the issue. The explanted catheter would be returned for analysis. The patient status at the time of the report as alive ¿ no injury. No further patient complications were reported.

Manufacturer narrative:
The catheter was returned, and analysis identified event-related dark residue in the dispensing holes of the catheter body prior to decontamination, which resulted in an occlusion. If information is provided in the future, a supplemental report will be issued.